Manufacturer narrative:
The evaluation of the concentrator was completed. It was observed that the tubing from the pe valve to the left sieve bed cap had melted, and the cap had deformed, which allowed sieve material to escape, causing charring on the interior of the cabinet and inlet filter housing. These findings are consistent with what was previously reported.

Event description:
The dealer reported that the end user alleged the irc5po2v concentrator caught on fire, and the concentrator's internal fire suppression system stopped the fire. The dealer advised that the end user did not see any flames, only smoke. The dealer stated that upon inspecting the device, they found sieve dust on the inside of the unit, and the internal filter was black on the side.

Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution based on the evidence that an overheating heating event occurred within the device and exited the shroud. Photographs of the concentrator were provided. There was deformation to the left sieve bed cap and attached tubing, which allowed sieve material to escape from the sieve bed canister and disperse throughout the device. There was a black residue on the inlet filter, which indicated that the overheating event exited the shroud, likely through the ventilation slots surrounding the filter. The shroud itself is composed of material that has a flammability rating of ul 94v-0, which reduces the risk of flames consuming through the shroud material itself. This failure mode is consistent with that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the (B)(4) concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in field correction z-0514-2021 to replace the pe valve assembly in impacted (B)(4) concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is pending inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the end user alleged the irc5po2v concentrator caught on fire, and the concentrator's internal fire suppression system stopped the fire. The dealer advised that the end user did not see any flames, only smoke. The dealer stated that upon inspecting the device, they found sieve dust on the inside of the unit, and the internal filter was black on the side.